Event description:
Solicited. Per mother, sometimes she looses some remodulin leaking through the adapter. (Patient always received the full dose. Some remodulin is being wasted due to the leaking.) She is using universal vial adapter qstye. She will be trying the vented vial adapter for this shipment. No other information known. Prescriber has not been notified. They do not have adapter or old remodulin vial to return. Reported to (B)(6) by: patient/caregiver.